Event description:
It was reported that the rv lead was explanted due to varying defibrillation impedances from normal to infinite values. No patient complications were reported as a result of this event.